Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed multiple high watt alarms and a rise in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical root cause cannot be determined, clinical status such as failure to thrive, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. The root cause of the reported event cannot be conclusively determined; patient was a high risk and anoxic event occurred as well as vegetation on tricuspid valve, pocket infection for which he was on chronic antibiotics. The clinical factors that may have contributed to the patient's cause of death was respiratory failure. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported the patient called about the high watt alarms and admitted through emergency room. Power returned to baseline when patient arrived at the hospital. Patient was administered heparin although the inr (international normalized ratio) was 2.8 on admission. Previous inr on last check two weeks ago was 2.2/2.3. Mental status clear. Power now is low 3s (baseline was 3.4/3.5) asymptomatic. Patient remains hospitalized. Additional information received indicates that the patient suffered from failure to thrive. Patient expired on (B)(6) 2016. Cod (cause of death)-respiratory failure. No treatment for thrombus other than heparin for patient is high risk. Patient had anoxic event out of lvad implant. Hands in constant contraction. Vegetation on tricuspid valve for patient on chronic antibiotics, pocket infection on aicd (automatic implantable cardioverter-defibrillator), so it was surgically moved and had chronic drainage. Patient on wheelchair and difficult to get the doppler for contracted arms (typical map 70s). Investigation is ongoing.